Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants prostheses and experienced bilateral baker grade IV capsular contracture postoperatively. As a result, the patient is scheduled to undergo removal and replacement with two unspecified gel breast implants on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 18-feb-2022, the analysis was completed based off of a photo that was provided. On 18-feb-2022, it was found that additional information regarding the patient¿s symptoms was omitted from the previous report. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). The patient experienced bilateral rupture postoperatively. The relevant field has been updated.

Manufacturer narrative:
On 11-jan-2022, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021 to (B)(6) 2022. The relevant field has been updated. On 12-jan-2022, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral granuloma postoperatively. The relevant field has been updated. Manufacturer's reference number: (B)(4).